Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: the actual date when the medical event occurred is unknown. Additionally: the serial number of the other adc blood glucose meter is unknown, consequently the date of manufacture is also unknown. (B)(4).

Event description:
Customer reported that approximately one week prior to calling customer service on (B)(6) 2012 both of her adc blood glucose meters were displaying a blank screen. She further reported they would not turn on when the button was pressed or with test strip insertion. It was additionally reported that while she was on vacation in (B)(6) both of her meter's batteries had drained and due to this she could not test. Customer noted experiencing unspecified symptoms that resulted in a loss of consciousness. Paramedics were called, administered an unknown amount of insulin and transported her to a local healthcare facility where she was diagnosed with dka (diabetic ketoacidosis). At the hospital, customer was treated with additional insulin via intravenous infusion and was discharged three days later. During troubleshooting it was revealed her medtronic insulin pump had also stopped working while she was on vacation. Customer also noted that upon discharge from the hospital she was suffering from hypoglycemia, but no information was provided. There was no report of death or permanent injury associated with this event.